Event description:
It was reported that the handpiece began overheating during an extraction procedure. There was no reported patient or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was that the motor was corroded and bad rotor bearings, which were replaced. The handpiece was repaired and returned to the customer.